Event description:
User adjusted needle on syringe after puncturing pt. Spring wire guide (swg) was introduced through the needle. After placing the swg, user attempted to remove needle by holding onto hub of needle. Needle separated from hub while inside pt. User pulled back on swg to expose part of needle and used tweezers to remove needle. There were no reported pt complication.